Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactfully inspected. Inspection revealed kinks in the distal shaft located 4 cm and 14 cm from the tip, ovalized/misshapened tip, partial separation at the collar, and abrasions on the shaft located 14 cm and 13 cm from the tip. The outer diameter (od) of the guidezilla distal shaft was measured with a calibrated micrometer. The od of the undamaged distal shaft met guidezilla specifications, the tip and the damaged shaft exceeded the guidezilla specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Due to the damage to the returned device, functional testing could not be completed, however, the tip of the guidezilla was attempted to load into the hub of a (lab supplied) 6f guide catheter, but the tip could not load into the device. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2018. It was reported that there the guidezilla was unable to advance through the guide catheter. The target lesion was located in the distal right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla could not fit into the non-bsc guide catheter. No patient complications were reported. However, device analysis revealed that there was a partial separation at the collar.